Event description:
Updated summary: this case is not reportable as per follow-up complaint text for case-(B)(4), customer reported having sensor glucose value of 38mg/dl versus blood glucose value of 180mg/dl. No harm was reported. Per sap harm/treatment fields, there was no consequence and no treatment. This case was created in error.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a difference between sensor glucose and blood glucose. The customer reported a blood glucose value of 38 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was performed for sensor glucose and blood glucose, and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose value from the reported event was 180 mg/dl, and the blood glucose value from the reported event was 38 mg/dl, and the difference was not within the target range, more than 30%, and the customer stated that the insulin delivery was not suspended. Troubleshooting was not performed for high blood glucose, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unk_ngp. Frn-mmt-unk-rsvr, unomed inf set.